Manufacturer narrative:
Date of event: (B)(6). Date of report: 22aug2019. Multiple attempts were made to obtain repair information of the device the were unsuccessful. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported that the ventilator had a lamp failure. There was no patient involvement.